Manufacturer narrative:
Additional information will be provided once the investigation has been completed. The device manufacturer date is not known at this time. However, should it become available it will be provided in future reports.

Event description:
It was reported that there was breach in the sterile barrier.

Manufacturer narrative:
Alleged failure: per the customer the product was received with hole in it this has happened before. Plingease make sure this does not keep happen the failure(s) identified in the investigation is consistent with the complaint record. The probable root causes could be the shipping damage. The product was returned for investigation and the failure mode will be monitored for future reoccurrence. Manufacture date is not known.

Event description:
It was reported that there was breach in the sterile barrier.